Event description:
The customer obtained a higher than expected vitros bhcg ii result (12.48 miu/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. The original sample was not available for retesting, however an alternate sample collected two days after the initial sample, from the same patient, generated a bhcg ii result of <2.39 miu/ml. The physician believed the result of <2.39 miu/ml to be the accurate result for this patient. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was reported outside the laboratory, however, the physician questioned the result and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, bhcg ii result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. The most likely root cause could not be determined, however the effect of sample processing (centrifugation), pre-analytical sample mix-up, or incubator contamination due to lack of routine maintenance could not be ruled out as having contributed to the event. The investigation determined that the customer processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the initial sample was unavailable to determine if the result in question was reproducible or confirm whether pre-analytical sample mix-up occurred. Finally, the customer was not performing recommended routine maintenance procedures. There was no evidence to suggest that the vitros eci or the vitros bhcg ii reagent malfunctioned. There was no allegation of patient harm as a result of this event.